Event description:
Philips received a complaint on the bi-pap focus system indicating that the display could not be seen. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the display issue. The rse informed the customer that the bi-pap focus system had reached its end of supported life. The rse provided the customer with the end-of-life letter, and then provided the part number for a replacement liquid crystal display (lcd) assembly. In a good faith effort (gfe) response received from the customer, it was stated that due to the required repair parts being unavailable for order because the product line has reached end of life, the device was retired from service and not returned to use. The customer was not able to provide if the device would be placed in storage or scrapped. Additionally, the customer clarified that the display could not be seen because the display was too dark. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.